Event description:
It was reported that a bur shattered intraoperatively during a facial osteotomy. It was reported that this was one of 3 burs used during this procedure. No medical intervention, adverse consequences or surgical delay as a result of this event were reported.

Manufacturer narrative:
Device not available for evaluation.